Event description:
The user facility reported wire breakage on the device used. Follow-up communications with the user facility confirmed the following information: (1) the patient had a very scarred groin; (2) the wire got really beat up and broke; (3) the broken off part of the wire was partially out of the patients body; (4) the needle and the wire was just pulled out; (5) another precision device was used; (6) the procedure was completed successfully; and (7) the patient is reported to be "fine".

Manufacturer narrative:
The involved device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported product code. Visual inspection confirmed no anomalies noted. In addition, functional and dimensional testing confirmed the products met manufacturing specification. The lot number was not provided by the user facility, which prevented a meaningful review of production records. Product specific trending for the past three years shows there have been no similar reports. Although the exact cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result". All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).